Event description:
Defibrillator brought to patient's room to assess rhythm after a fall. Monitor did not function, read only a straight line. Immediately switched without harm to the patient. The defibrillator was sequestered in the materials manager's office and a rental was obtained. It was thought that the leads may have been bad, but they were replaced and it still malfunctioned. The defibrillator was then sent back to the manufacturer for inspection and repair.